Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, following a clinical survey, an open linear stapler was used on patients aged 19 to 65 years and older who experienced anastomotic leakage, bleeding, hematoma, hemorrhage, and the staples rarely performed an adequate formation of acceptable staple and staple line for procedures requiring transection or resection across all four patient populations.

Event description:
Pli 10: according to the reporter, following a clinical survey, an open linear stapler was used on patients aged 19 to 65 years and older who experienced anastomotic leakage, ischemia, infection, bleeding, hematoma, hemorrhage, perforation, tissue damage, tissue trauma, pneumothorax, and other adverse reactions. Pli 20: according to the reporter, following a clinical survey, an open linear stapler was used on patients aged 19 to 65 years and older who experienced anastomotic leakage, bleeding, hematoma, hemorrhage, and the staples rarely performed an adequate formation of acceptable staple and staple line for procedures requiring transection or resection across all four patient populations. Pli 30: according to the reporter, following a clinical survey, a circular stapler was used on patients aged 19 to 65 years and older who experienced anastomotic leakage, bleeding, hematoma, hemorrhage, andperforation. A need of surgical intervention was required.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: unknown gia dst, unknown gia dst product (lot#unknown); unknown eea, unknown eea (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, following a clinical survey, an open linear stapler was used on patients aged 19 to 65 years and older who experienced anastomotic leakage, bleeding, hematoma, hemorrhage, and the staples rarely performed an adequate formation of acceptable staple and staple line. A need of surgical intervention was required.